Event description:
Pt injured due to instability of shower chair product. Chair made of pvc material - very lightweight - and tipped forward, causing pt injury. Chair moveable; on four caster wheels. When front wheels face in reverse, (back of chair) it easily tips forward. Pt was properly "belted" in chair through use of velcro straps.